Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced dysuria, urinary frequency, nocturia, occational stress urinary incontinence and vaginal discomfort. (B)(4).

Event description:
It was reported that following insertion, the patient experienced dysuria, urinary frequency, nocturia, occcasional stress urinary incontinence and vaginal discomfort.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation, patient had pain, erosion, infection, urinary and bowel problems, dyspareunia and vaginal scarring. It was reported that patient had excision of a portion of the mesh and vaginal tissue on 06/30/2010 due to pain. (B)(4) - urinary and bowel problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.